Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.0 x 60mm, 80cm ranger paclitaxel-coated pta balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation. The device was removed without any problems, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.